Event description:
It was reported that the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the single board computer needed to be replaced. The customer refused the repair quote. No conclusion can be drawn as repair info is not available.